Event description:
The customer obtained a non-reproducible lower than expected vitros total b-hcg ii result (<2.39 miu/ml) for a single patient sample run on the vitros 5600 integrated system. The initial result was questioned by a physician, therefore, the patient sample was repeated. An expected vitros total b-hcg ii result (4,244.6 miu/ml) was obtained upon repeat testing, and a corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros total b-hcg ii result was obtained for a single patient sample run on the vitros 5600 integrated system. Based on results of precision testing and review of recent vitros total b-hcg ii quality control results, there was no evidence to suggest an instrument or reagent malfunction occurred. It is unknown whether the sample in question was processed in accordance with the tube manufacturer¿s recommendations, however, it is unlikely that improper pre-analytical sample processing caused the magnitude of bias observed. Review of instrument log files suggests pre-analytical sample mix-up as a potential contributing factor, as the sample volume height was lower on the initial test event than on the repeat test event. This suggests that a different sample was used for the repeat test event or fluid was added to the sample after the initial test event. A definitive root cause could not be determined. However, pre-analytical sample mix-up could not be ruled out as a contributing factor. The root cause of this event is unknown.